Manufacturer narrative:
It was found that the programmer's stylus and cursor did not align on the screen. Additionally, the display was blurred while software was being reloaded. One foot was found to be missing on the lower case, and the media bay door was broken.

Event description:
The programmer was returned with no information, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.